Event description:
Event description cpi received information that this endocardial lead was removed from service. The physician elected to perform an invasive procedure due to a sensing issue and patient received inappropriate shocks. The lead was replaced with a new lead of the same model.